Manufacturer narrative:
Initial and final MDR 1904931 - MDR 3003442380-2024-12183 - device 14 of 14.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 14 events of infusion set fell off during use. The events occurred within less than 24 hours upto 60 hours of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.